Event description:
It was reported that stent partial deployment and outer sheath of the stent delivery system fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left internal carotid artery. An 8.0-36 carotid wallstent self expanding was selected to compress the residual plaque in the c2-c3 segment of the internal carotid artery. The physician cut off the olive head of the stent outside the patient's body and guided the stent into the 6 f intermediate catheter. After the stent was positioned, the 6 f intermediate catheter was withdrawn, and the carotid artery stent was slowly deployed to more than 50%. The physician reflected that the outer sheath of the stent delivery system had fracture, and the remaining 30% of the stent could not be deployed and could not be re-constrain, so the whole system was removed with a 0.071-inch catheter with inner diameter 6f. And pulled out of the body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found the stent to be fully deployed from the device. The stent was not returned for analysis. A visual and tactile inspection found the outer sheath of the delivery system to be separated at the distal end of the main t-valve. A visual examination the tip of the device to have been separated from the device. The tip was not returned for analysis.

Event description:
It was reported that stent partial deployment and outer sheath of the stent delivery system fracture occurred requiring additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left internal carotid artery. An 8.0-36 carotid wallstent self expanding was selected to compress the residual plaque in the c2-c3 segment of the internal carotid artery. The physician cut off the olive head of the stent outside the patient's body and guided the stent into the 6 f intermediate catheter. After the stent was positioned, the 6 f intermediate catheter was withdrawn, and the carotid artery stent was slowly deployed to more than 50%. The physician reflected that the outer sheath of the stent delivery system had fracture, and the remaining 30% of the stent could not be deployed and could not be re-constrain, so the whole system was removed with a 0.071-inch catheter with inner diameter 6f. And pulled out of the body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the due to the lesion's condition, the 6f mid catheter was required to deploy the carotid artery stent. The physician was concerned that it might be difficult for the tip of the stent delivery system to cross the 6f catheter. The physician used medical scissors to cut off the 1-3mm white tip part of the stent delivery system. The delivery system was removed from the body intact, and no fragments left in the body.